Event description:
The customer stated that the insulin pump alarmed button error. The customer's blood glucose reading was 333 mg/dl. Troubleshooting was performed, bt the button error alarm could not be cleared from the screen. The customer stated that he was going to go to the hospital for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.